Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the pre-evaluation was unable to be completed due to a spotty display issue. There is no documentation of what needs to be replaced to address the issue. No repairs were performed. The unit has been scrapped.